Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 217 mg/dl. Reportedly, customer continued using pump for insulin therapy. It was also reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. It was also reported that the pump software did not accurately adjust the amount of insulin delivered. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.